Event description:
Co rep, on 9/10/99, informed user facility that implanted lens for left eye could potentially cloud post-operatively. Follow-up office visit on 9/27/99, noticed on "sle: pk" iol cloudy left eye. Visual acuity with correction: 20/25 -1. Pt to return 2-3 wks from 9/30/99 for post-operative retraction.